Event description:
It was reported the patient had a sharp or stabbing pain in her back since her implant. It was reported the pain was present whether the scs system was turned on or off. Due to the pain, the patient had called an ambulance and was taken to the hospital. X-rays were taken, and it was reported no abnormalities were found. The patient met with the implanting physician, and was referred for pain management. It was reported the physician had recommended the patient give the implant some more time before making a decision to explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.